Event description:
It was reported that during the implant attempt, the ventricle was not captured at the same threshold value by the device as it was via the analyzer. Multiple measurements were made with the same result. The physician opted to implant another device which had measurements that were closer to the analyzer measurements. The device was removed and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.